Event description:
Simplex cement (x2) was used for a total knee arthroplasty. The cement was used on the femoral and tibial components. At 5 minutes the cement was hard and not able to be used for the patella. Both batches used were from the same lot number. A new batch with a different lot number was opened to the field and used on the patella component which dried in 18 minutes. After completion of the case, a third batch of cement from the affected lot number was opened and mixed. The cement dried in 3 minutes.